Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad lines and the water delivery lines were good; however, a water leak was found from one of the pads and the connection lines. As a result, the pads were replaced with a new set of pads and they worked properly. One of the defective pads was discarded before the samples were collected.

Manufacturer narrative:
Received 1 used small torso pad and 2 used thigh pads only. The reported event was unconfirmed, as the problem could not be reproduced. During visual evaluation the pads were found with correct trim pattern, the plastic tube were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foam were found free of damages, tears or perforations, the seal between manifold connector and pads were found completed sealed, the energy connectors were found free of damages. The pads were submitted to the flow rate test under test method with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: a total of 3.34 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 4.37 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 4.89 l/min m2 of flow rate were registered during the test. According the test method (B)(4) the flow rate was found acceptable. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad lines and the water delivery lines were good; however, a water leak was found from one of the pads and the connection lines. As a result, the pads were replaced with a new set of pads and they worked properly. One of the defective pads was discarded before the samples were collected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad lines and the water delivery lines were good; however, a water leak was found from one of the pads and the connection lines. As a result, the pads were replaced with a new set of pads and they worked properly. One of the defective pads was discarded before the samples were collected.